Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported a loss of communication between the transmitter and the pump, a change sensor/bad sensor, and a lost sensor alarm. The customer reported a blood glucose value of 305 mg/dl. The customer reported hyperglycemia treated with others. The event involved product(s) unomedical, mmt-1884, mmt-332a, mmt-7040b and mmt-7841zn. The troubleshooting was performed and the customer was not using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of the reported high bg event. The customer declined to continue with troubleshooting. The customer was unable to run a transmitter test and/or test passed. The customer was advised to try another sensor. The confirmed transmitter serial number is programmed in the manage devices screen. Pump in the process of making multiple attempts to reestablish communication with the transmitter. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for unomedical. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-7040b. No product return is required for mmt-7841zn